Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was to be implanted in the esophagus to treat a stricture during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent deployed on its own while being forwarded and positioned in the stricture. Another stent was used to complete the procedure. There were no patient complications reported as a result of this event.